Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis revealed that the outer insulation of the lead was extrinsically breached due to a cut. It was also noted that there was blood on the proximal conductor of the lead and it was not obstructed and visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during the implant procedure oversensing in the rv (right ventricle) caused no pacing and asystole on two occasions within fifteen minutes post implant. It was noted that one episode occurred while on the table after the device was connected. The physician disconnected and reconnected the right ventricular (rv) lead. Another eight second pause occurred in recovery, so they proceeded with the revision. Since it was unable to determine if the problem was with the lead or the device; both the device and lead were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.